Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result an insufficient bond between the cement and the bone which lead to aseptic (non-infected) loosening and pain. However, this cannot be confirmed because the explants were not available for evaluation.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2008. Revision due to poly wear.